Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an occlusion error. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. No service history within last 12 months. Event log showed cassette not attached properly error. Visual and functional testing was performed. It was discovered that the during the downstream occlusion (dso) sensor test, cassette not attached error appeared on device. The lcd lens was found to be cracked. Replaced dso sensor, bezel, and seal. Replaced lcd lens. Replaced battery door due to cracking/damage. Updated software. Device passed all test criteria.